Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to bacteremia and cied system/pocket infection. Spectranetics lead locking devices (llds) were inserted in each lead to provide traction to the leads. The physician chose a spectranetics 16f glidelight laser sheath and a spectranetics visisheath dilator sheath to attempt extraction of the rv lead. The case was proceeding normally until the laser went down the superior vena cava (svc) region and into the right ventricle. The patient's blood pressure rapidly dropped. Rescue efforts began immediately, including sternotomy. An svc perforation was discovered. Despite repair efforts, the patient's tissues were too fragile and the patient did not survive. This report captures the 16f glidelight device in use when the svc perforation occurred, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
Relevant tests/laboratory data unk. The device was discarded, thus no investigation could be completed.